Manufacturer narrative:
The actual device was not returned to the manufacturer for evaluation. Distributor's authorized service personnel checked the actual suspected device unit at customer site on july 11th, 2017. Distributor's service technician evaluated the device and found it working properly within specification. The only intervention done by the service personnel concerns the refill of the coolant liquid's reservoir that is a routine maintenance intervention. The distributor reports information regarding the treatment's parameter and outcome of the two patient, as reported to him by the physician at the site. In this MDR we will focus on the patient #1. Information related to patient #2 will be reported in the MDR number 3001431138-2017-00006. The patient was treated with the smartxide laser medical device in the area around the mouth in order to perform a skin resurfacing treatment. The physician affirms that she has applied emla cream (topic anesthetic) to the face 20 minutes prior to the treatment. The settings of the laser were: 25w, 200 ms spacing, 2000 ms dwell - 25w, 200 ms spacing, 1000 ms dwell. The patient was prescribed with lenitive and antibiotic creams (cicalfate, famvir, dove soap, aquaphor and cicalfate bid) as normal post-treatment care. The patient called the site's emergency line on (B)(6) 2017 stating that she was unable to put anything on her face due to burn sensation. The physician advised the patient to apply the cicalfate cream two times per day. Patient called again on (B)(6) 2017 stating that she is not having any relevant improvement. Physician prescribed the patient with cereve healing ointment, cool compresses and advil. The patient was visited for a follow-up on (B)(6) 2017 at the site and found with skin still red but with swelling significantly reduced. Another follow-up visit has been performed by the physician on (B)(6) 2017 (a month later) with skin still pink from the procedure but with no signs of inflammation or swelling. Based on that is possible to exclude any permanent impairment to the patient. Moreover, all the treatment given to the patient following the treatment are expected post-treatment care and swelling and inflammation are forseeable side effects of laser treatments. By our internal investigation, with product manager for dermatologic application, we fund that the treatment's parameters are aggressive and the application of topic anesthetic, even if expected, exclude any possibility of the patient to give immediate feedbacks during the treatment. The investigation carried out did not conclude that a design deficiency was responsible for causing the event. Rather, it could be assumed that there was a human factors issue, where a failure of the physician to appropriately perform the treatment (aggressive parameters in combination with topic anesthetic), contributed to event. Based on the fact that the device is working within specification and that there is not any design deficiency no further remedial action are required. This initial report has to be considered as final report, unless FDA has further questions. Evaluation performed by local service.

Event description:
El.en.'s has been informed by (B)(4) and became aware of an adverse event in which is involved the laser medical device smartxide model number m079r1, s/n (B)(4), manufactured by el.en. Electronic engineering (B)(4). The event have been reported to el.en.'s quality assurance personnel from cutting edge laser technologies by mail that states that, following a laser treatment two patients have developed burns and pain in the treated area. The actual laser medical device and accessory involved in this event are marketed in the us territory with premarket clearance 510(k) n° k072159. The actual date of the event is (B)(6) 2017. (B)(6). We, the manufacture of the device, became aware of the event on july the 7th, 2017 by email from cutting edge laser technologies, as importer, that have already submitted an own MDR report code 3004105283-2017-00002 and, according to 21 cfr part 803.50(2), submitted to FDA an MDR report because the event is a serious injury and patients requested medical intervention following the treatment. The present MDR report will concern patient #1. A following MDR report code 3001431138-2017-00006 will concern patient #2.